Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. Analysis of the device memory indicated rv (right ventricular) oversensing. On (B)(4) 2015 one instance of twos identified in vt-ns episodes and vf episode #44. Some noise observed on egms, however it isn't oversensed. Rv impedances within range. From (B)(4) 2015 through (B)(4) 2016 rwave amplitude measured between 1.5 and 3.1 mv.

Event description:
It was reported that the right ventricular (rv) lead exhibited many short v-v intervals and small r-waves. A data review noted one interval of t-wave oversensing (twos) post sense. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.